Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
Attune litigation records received. Litigation record alleges pain, swelling, infection, instability, popping sensation when the patient stands, aches while lying in bed and loud popping when the patient goes from a flexed position to an extended position. Doi: (B)(6) 2017, dor: (B)(6) 2019, left knee.